Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign matter clogging the nozzle could not be determined, however, it is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed, resulting the nuzzle clog. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had reduced angulation in the up direction. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angulation in the up direction was out of standard, the nozzle had foreign objects, water tightness was lost due to a pinhole on the bending section rubber, the up/down knob had play, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cloudy white, the adhesive around the light guide lens was peeled, the connecting tube was scratched, the connecting tube had the coating peeling, and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.